Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report his meter is not showing accurate readings. Appears to be quite erratic. Analysis is run on clark error grid using mean avg readings (63) as ref. Point vs. Bd readings (33,93) yielded data in the d range of the grid, outside acceptable limits.